Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed the displacement test and self test. No audio anomalies noted during testing. Audio levels changed when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Hardware low level failures confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). Pump received with pillowing keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm and reservoir lip ring was coming loose. The customer¿s blood glucose level was 154 mg/dl. Customer performed self-test and they received hardware low level failure error. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No audio anomalies noted during testing. Audio levels changed when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 confirmed in pump history with variable due to broken trace at keypad assembly (pins 1 & 6). Device received with pillowing keypad overlay.